Manufacturer narrative:
Testing and investigation found that the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. Further testing found that the device was warm to touch and the fan was rotating too slowly to cool the device. The probable cause of the customer complaint was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The customer contact reported it was noted during testing that the fan was barely turning and the device was overheating. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.